Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this subcutaneous implantable cardioverter defibrillator (sicd) for shock therapy delivered to convert arrhythmia. Review of the stored s-ECG identified the rhythm appeared consistent with rapidly conducted atrial fibrillation (af) with variable ventricular rates observed approximately 180 bpm to 230 bpm. Additionally, the rhythm was uncorrelated to the reference s-ECG due to tachycardia markers observed in the conditional zone. The clinical observations were documented. No adverse patient effects were reported.